Event description:
This is an international report where the spike got bent in the clean flash during operation. An alarm occurred. The set had been used for 10 days. There was no patient injury or medical intervention. There was patient involvement.

Manufacturer narrative:
(B)(4). A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s.

Manufacturer narrative:
(B)(4). This complaint was not confirmed. Root cause of the reported event was not identified. The lot number is unknown; therefore, a batch review cannot be performed. Baxter will continue to monitor similar reports to determine if further actions are required.